Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an open colostomy procedure, the device thread broke and fell to the cavity that caused wound dehiscence and bleeding. The patient had to undergo another procedure to resolve the issue.